Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor would intermittently display "no source signal" error and not display what is on the main cart monitor. The system was rebooted and the error resolved. The site reported this is how they typically work around the issue. The probable cause was due to either a loose connection between pcoip host card and graphics card, or a faulty computer. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: computer 9735764 nav with pcoip s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.